Event description:
AED (automated external defibrillator) signaling that it was not working erroneously zoll AED plus serial number (B)(6). When nurse was doing daily quality control, she noticed x in window. She changed out batteries and it corrected to check mark indicating unit quality control was compliant. We had the same problem with the same model and age AED at another of our sites last weeks- the batteries were not expired (expiration date on the batteries is 2-23-2025) and the unit had not been used and is stored at room temperature this morning the AED had check mark indicating quality control passed however when unit on button pressed, green arrow automatically converts to a red x . Then after about 10 seconds the green ok check mark came back on. We have the same model AED at another of our health units and it had the same problem last week, they did not change the batteries which were also good there they just pushed the on button and the indicator returned to the green.